Event description:
The unix was revised because the pt had fixed flexion, which was caused by not enough bone being cut off the tibia during the primary operation. The surgeon needed to re-cut the tibia in order to increase the flexion and extension gaps. The surgeon decided to replace all components of the initial unix.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.